Event description:
It was reported that on (B)(6) 2026, a 25-18mm amplatzer talisman pfo occluder was chosen for a procedure. During deployment, device formed a cup shape from right atrial disk. A new 25-18mm amplatzer talisman pfo occluder was chosen and completed the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.